Event description:
It was reported that the patient never had therapeutic effect from her device. She also experienced "unbearable" burning pain in the vaginal and abdominal areas and shocking/jolting sensations. She was so uncomfortable she couldn't function. She turned the device up to get better therapy and that worsened the pain. She was instructed to turn the stimulation off until she could get back to her physician. She had previously been referred to a physical therapist. The patient's outcome is unknown. Further information is being requested from the hcp.